Manufacturer narrative:
(B)(4). The results of the investigation are as follows: performed a visual inspection of the returned item and found it to exhibit signs of repeated use and having one of components disassembled / missing. The missing components were not returned and used photographs to complete investigation. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The receiving inspection was reviewed for deviations and/ or anomalies with the following anomalies/ deviations identified. Ncr651263 documentation error / corrected. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This device is confirmed to have been a part of the investigation. Field action initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that receiving found this piece missing a ball bearing. No additional information is available.